Event description:
It was reported that a pt underwent an arthroscopic auto cuff procedure (B)(6), using a speedscrew 5.5 implant with inserter handle. The first anchor was set normally. The second anchor was set and the wings failed to deploy. The second anchor was removed and a new hole was drilled. The first anchor was left in the bone with no benefit to the pt. There was a delay in the procedure of approx 10 minutes. The procedure was completed successfully and arthroscopically. No pt complications were reported as a result of this event.